Event description:
Boston scientific received information that during a post-ablation device check, noise on the right atrial (ra) lead was observed in stored episodes. The patient underwent an ablation for atrial flutter. Additional information indicated that this ra lead was explanted and replaced with no issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the lead insulation had been abraded through exposing cathode coil. The abrasion was most likely due to lead on lead and lead on can contact. An x-ray revealed no fractures. The allegation was confirmed and the lead was clinically out of specification.